Event description:
The patient's wife reported that the lead was "defective". Further follow-up indicated that there was a lead dislodgement. A lawsuit further alleged that the patient experienced "injury". The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.